Event description:
Packaging had a slit in it.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexf0558 showed no other similar product complaint(s) from this lot number.